Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, bradycardia and hypotension occurred. No adverse patient effects were reported. Dopamine and intravenous (IV) fluids were administered. The physician report the hypotension as causal to procedure and possibly related to the valve. The bradycardia was reported as possibly related to the valve and to the procedure. Also following the valve implant procedure, the patient experienced dyspnea on exertion (doe), shortness of breath (sob), palpitations, and leg swelling. No work-ups performed and no treatment provided for these issues. The physician reported these as related probable to the procedure. Further, an increase in urinary frequency occurred. No further work-up was done regarding this. No treatment reported. The next day the blood pressure was 122/77. The discharge heart rate the following day was 106 beats per minute. The physician reported the urinary issue was not related to the valve or valve implant procedure. Four days following the valve implant worsening hypertension was reported. Increased blood pressures were noted of 161/124 millimeters of mercury (mmhg) and 145/89 mmhg with chest pain when breathing deeply. The daily dose of the channel blocker was increased as result. At the 30-day follow-up the blood pressure returned to baseline; 128/70 mmhg. The physician reported this was possibly related to the procedure. At the 2-week follow-up the patient denied doe, sob, and palpitations. One year later, the urinary frequency issue was transient. The patient believed this was related to previous surgeries related to bladder cancer. This continued still 2 years post valve implant. Approximately 4 years and 1 month following valve implant, the increased urinary frequency was considered resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: envpro-16-c; product lot/serial number: (B)(6); product type: delivery system, implant date: n/a; explant date: n/a. Product ID: ls-envpro-16-c; product lot/serial number (B)(6) ; product type: loading system implant date: n/a; explant date: n/a. Product analysis: the product remained implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.